Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A02556) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen since 2014. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), migraine ("migraine headaches/migraines"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and perineal pain ("perineal pain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, alopecia, fatigue and abdominal distension had resolved and the uterine haemorrhage, dysmenorrhoea, abdominal pain lower, abdominal pain, vaginal haemorrhage, migraine, menorrhagia, headache and perineal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, perineal pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral o\clusion . Most recent follow-up information incorporated above includes: on 23-may-2018: pfs received. New events added- abnormal bleeding (menorrhagia), headaches, abnormal uterine bleeding, bloating and fatigue, perineal pain. Incident at the time o:f reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A02556) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress urinary incontinence and asthma. Concomitant products included naproxen since 2014. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), migraine ("migraine headaches/migraines"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and perineal pain ("perineal pain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, alopecia, fatigue and abdominal distension had resolved and the uterine haemorrhage, dysmenorrhoea, abdominal pain lower, abdominal pain, vaginal haemorrhage, migraine, menorrhagia, headache and perineal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, perineal pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure (batch no. A02556) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stillbirth nos in 2006. Concurrent conditions included stress urinary incontinence and asthma. Concomitant products included naproxen since 2014. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage and uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), migraine ("migraine headaches/migraines"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and perineal pain ("perineal pain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, alopecia, fatigue and abdominal distension had resolved and the genital haemorrhage, uterine haemorrhage, dysmenorrhoea, abdominal pain lower, abdominal pain, vaginal haemorrhage, migraine, menorrhagia, headache and perineal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, perineal pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results: on 2012 essure confirmation test - essure was in place. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (general). Lab data, concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 38-year-old female patient who had essure (batch no. A02556) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stillbirth nos in 2006. Concurrent conditions included stress urinary incontinence and asthma. Concomitant products included naproxen since 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), migraine ("migraine headaches/migraines"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), perineal pain ("perineal pain") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, alopecia, fatigue and abdominal distension had resolved and the genital haemorrhage, uterine haemorrhage, dysmenorrhoea, abdominal pain lower, abdominal pain, vaginal haemorrhage, migraine, menorrhagia, headache, perineal pain and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, perineal pain, uterine haemorrhage, vaginal haemorrhage and vitamin d deficiency to be related to essure. Diagnostic results: on 2012 essure confirmation test - essure was in place. Total bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Events added- vitamin d deficiency and event genital bleeding and uterine hemorrhage made medically non-significant. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (patient underwent a device removal procedure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, abdominal pain, vaginal haemorrhage, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.